Manufacturer narrative:
This report is for an unknown 4.0 cancellous screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Due to intra-operative breakage, the device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 4.0 cancellous screw head snapped off during a tibial plateau fracture repair on (B)(6) 2017. The surgeon had powered in the screw and was starting to finish implanting by hand using the hex screwdriver when the screw broke. Fragments generated from broken device were easily removed without additional intervention. The shaft was left in the bone. A new 4.0 cancellous screw was implanted with no delay. Procedure was completed successfully. The patient coded in the post-anesthesia care unit and was revived. It is unknown how long after the surgery, the patient coded, it is unknown what kind of medical intervention was required when the patient coded, events leading and surrounding the event are unknown, however it was confirmed that the synthes device was not related to the post-operative event (patient coding and successfully revived). Concomitant devices reported: small hexagonal screwdriver shaft (part 314.03, lot unknown, quantity 1). This report is for an unknown 4.0 cancellous screw. This is report 1 of 1 for (B)(4).